Event description:
It was reported that during a stent placement through left popliteal artery, the device allegedly had a premature deployment and device incompatibility. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. A physical evaluation was performed; however, the reported failure for compatibility issue can not be evaluated due to the sample condition. Stent was found prematurely deployed which might be the consequence of the advancing issue over guidewire. Manufacturing defects can not be identified. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore previous investigations of similar complaints have been reviewed. Premature deployment before use may be related to excessive friction between guidewire and inner catheter. Therefore, the event may be related to inappropriate accessories; insufficient flushing may be contributing factor for friction increase. In this case system compatible accessories were being used. Reportedly, the user repeatedly tried to insert the guidewire because it could not pass through the lumen with the first attempt which was considered a contributing factor to the premature deployment. The product was intended to be used to treat stenosis in iliac vein which represents an off-label use. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instruction for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment', and 'should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit.' In regards to accessories the instruction for use state' the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion.' The instruction for use further state: 'flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe.' The product is indicated for use in the iliac and femoral arteries. H10: d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical evaluation was not performed because the sample was not available. Images have not been provided for evaluation. In this case system compatible accessories were being used, and the lesion was pre dilated. Reportedly, the user repeatedly tried to insert the guidewire because it could not pass through the lumen with the first attempt which was considered a contributing factor to the premature deployment. The product was used to treat stenosis in iliac vein which represents an off-label use. The investigation of the reported issue is inconclusive for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risks. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment', and 'should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit.' The product is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that during a stent placement through left popliteal artery, the device allegedly had a premature deployment and device incompatibility. The procedure was completed using another device. There was no reported patient injury.